Event description:
It was reported that the insulin pump had an alarm and asked the customer to rewind. The blood glucose reading was 420 mg/dl. The customer was unable to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.